Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, when using the navigation system with the imaging system, the navigation system froze and would not respond to commands from the user. The site then elected to continue the tumor biopsy with a separate navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.